Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of a patient 6 days after placement. There was no balloon rupture or tear and the patient did not have any urine stone. Per follow up via ibc on 25may2022, there were no visible damage was observed to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The product was used for patient treatment or diagnosis. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. Correction: d, g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fell out of a patient 6 days after placement. There was no balloon rupture or tear and the patient did not have any urine stone. Per follow up via ibc on 25may2022, there were no visible damage was observed to the returned sample.